Event description:
Twelve leukoreduced red blood cell units were noted to have hemolyzed segments after filtration. MFR was notified. In 12/00, five more units were found to be hemolyzed after filtration. A technical rep visited to observe the process but made no other recommendation except not to "strip" the tubing after filtration. This action has not caused this problem previously. Problem reoccurred in 2001 with 2 units. Multiple employees, device lots, and red blood cell age and anticoagulants are involved.